Event description:
New information received notes that the implantable cardiac monitor (icm) was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Reported event of over-sensing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including sensitivity test found no anomalies contributing to reported event of over-sensing. Longevity assessment was performed, and implant duration was within total projected longevity indicating normal battery depletion.

Event description:
New information received notes that the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's implantable cardiac monitor's (icm) exhibited post sensed t-wave oversensing. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.